Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that pre-operative the device got hot. The procedure was completed with another handpiece. There was no patient impact.

Manufacturer narrative:
Concomitant medical products: xom unknown bur- product number, lot number, UDI, manufactured date and 510(k) number are unknown. The analysis of the handpiece was completed. Analysis found that part of a bur was stuck inside the housing. The blade stuck in the handpiece was removed. Analysis could not confirm the reported event of the device getting hot. After the blade was removed pre-repair temperature testing was performed. The following are the pre-repair temperatures of the device after 1 minute: rear bearing- 85.0 degrees f, motor 85.5 degrees f and front bearing ¿ 85.2 degrees f. Evaluation also found foreign material built up on the rear bearings. Service <(>&<)> repair removed the foreign material built up and replaced the rear seals and bearing cup assembly. An excluder was added. The serial number was changed from old s/n (B)(4) to new s/n (B)(4). The device was tested to all manufacturing product specifications and returned to the customer the broken bur that was stuck in the handpiece was also analyzed, the part and lot number of this bur are unknown. Although the part number is not known, the configuration of the device indicates it belongs to the m4 high speed bur family. Only a portion of the inner assembly was returned. Evaluation found that the hub bushing was gouged and worn. The inner assembly hub was deformed which would have resulted in the reported event. The inner hub outside diameter requirement is typically 0.330¿ / +-0.002¿ and the actual measurement was 0.328¿ in the undamaged area and up to 0.359¿ in the deformed area. The information is consistent with heat induced deformation brought on by excess friction between the inner and outer assemblies. There was no allegation of difficulties loading the bur into the handpiece. The information most likely indicates the bur was used above the maximum recommended speed. Note: the m5 handpiece has a top speed of 30,000 rpm; this product typically has a maximum recommended speed of 12,000 rpm. The inner shaft was consistent with being bent until breakage occurred (there were tool marks around the break); this was most likely the result of an attempt to remove the bur from the handpiece. If information is provided in the future, a supplemental report will be issued.